Manufacturer narrative:
Device not returned. No device history record (DHR) review can be done because the serial number of the device is unknown. The explant hospital name and explant date are unknown. The implant hospital name and implant date are unknown. No patient information was provided by the initial reporter. The device is no longer available for return because the event occurred approximately 15 years ago. The report was given by the visiting surgeon as was his experience with mitral regurgitation. He could not recollect the exact hospital, explant date or provide the patient details which would enable us to continue our investigation. His comment was only that he explanted the device after approximately two years due to mitral regurgitation. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Explant of a valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), regurgitation, dehiscence, endocarditis, fibrosis or non-calcific degeneration. In this case, the implant duration was limited to approximately two years and explant due to any one of these causes cannot be confirmed. Without additional information provided by the health care provider or return of the device for evaluation, we are unable to determine root cause for explant of this device.

Event description:
The information was learned from the customer when he visited the irvine site on (B)(6) 2013. Reportedly, a valve was explanted after an implant duration of approximately 2 years due to mitral regurgitation (mr). Model number, serial number, patient name and details of the implant remain unknown. Per the customer, after implant, central regurgitation was observed. However, he recalls the operation was completed without explant as it was considered regurgitation would decrease. Two years later, regurgitation was increased. This event occurred about 15 years ago.